Manufacturer narrative:
Evaluation of the device is pending. The end user was operating the power wheelchair and drove into a refrigerator in the garage. Hoveround's owner's manual warns "to avoid serious injury: always set the joystick/controller speed/response control to be consistent with the surrounding environment. In confined spaces and while learning to drive your power wheelchair, we recommend that the speed/response control be set to minimum." And "[s]top using your power wheelchair immediately, and call for assistance if: your power wheelchair is not working correctly."

Event description:
The end user reported while operating the power wheelchair the end user drove into the refrigerator in the garage.